Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11681. It was reported that the patient experienced twitching of the pocket and presented in the emergency room. A chest x-ray was performed on (B)(6) 2021 and revealed that the atrial lead had pulled back significantly. It was determined that the patient had twiddler's syndrome. On (B)(6) 2021, the right atrial lead was explanted and the port was plugged. Additionally, the right ventricular lead was repositioned because it had lost its slack, due to twiddlers. The patient was in stable condition.